Event description:
A reporter contacted animas on (B)(6) 2012 reporting that the patient was hospitalized for a blood glucose related issue; no further details about the event were provided. The reporter indicated that the patient had issues with the keypad buttons on the pump. The reporter was asked about the patient's condition, the reporter indicated that the patient was continuing on the pump without current issues. Animas has been unable to complete troubleshooting of the event at this time. This report is made based on the allegation that the patient was hospitalized related to a blood glucose issue which may have been associated with a keypad button issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.